Event description:
It was reported that the patient passed away due to respiratory issues. The patient's online obituary indicated that the patient passed away after a short illness. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Information was received from the physician on (B)(6) 2015 and indicated the following: the vns system was not explanted after death. The believed cause of death is respiratory failure/ lung cancer/ not legible. The physician indicated that the cause of death is not related to vns. Autopsy was not performed. Based on the available information about the patient¿s death, an internal classification has determined that the death is unlikely sudep.

Manufacturer narrative:
The previously submitted MDR inadvertently stated this was ¿na¿.